Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they did not know the cause of the pulses from the ins to the bladder. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator. The patient reported that when they changed programs the impulses would shoot down their leg. The patient noted that they had a lot of aching when they put the programmer and antenna by the implantable neurostimulator (ins). The patient stated that when they pushed the antenna on the ins they would get pulses shooting from the ins to the bladder. The patient noted that the shooting of electricity to the legs started when they put the ins on old program 2. The patient had tried to change it the night before report to keep things comfortable but was still feeling it after trying to turn it down. The patient noted that they were still sore in the battery area on the day of report. The patient stated that they used to be on program 2 at 2.5 and that they could handle it. The patient was on program 2 at 2.0 v at the time of report and decreased the amplitude to 1.9 v which eliminated the uncomfortable stimulation. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.